Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific rec'd info that this implantable right atrial (ra) lead has elevated pacing thresholds. It is intended to replace this lead in the future and upgrade this pt to a biventricular system. This pt is pacemaker dependant. Currently this lead remains implanted and in service. No adverse pt effects reported. Should add'l info become available, this event will be updated.